Event description:
It was reported that a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump contained dilaudid, clonidine and bupivicaine. The alarm was silenced and the pump was updated. Two days later, the alarm was heard again, not confirmed by telemetry at the time of the report. The reporter indicated that the pump was stalled. The hcp had indicated that the patient was beginning to go through withdrawal; symptoms were not specified. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).